Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leaked during a procedure. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record (DHR) review for each of the component lots was conducted. According to the DHR review, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on DHR. No additional anomalies were identified. A complaint history examination indicates this is the (B)(4) complaint received against the components of the reported lot for the reported issue. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).